Event description:
A dialysis facility reported that a machine removed too much fluid from a pt during a hemodialysis treatment. The pt became hypotensive and was given a total of 700 ml of saline. Based on the reported pre and post weights, saline given and what the machine had indicated was removed, there was a fluid weight loss variance of 1.9 kg. There was no serious injury.